Event description:
While the unit was in use on a pt they were unable to attain augmentation. The pt expired. The pt had been switched from two iabpp and a system 97 before being switched to this unit. The customer reported they had the same problem with each unit. The customer reported that each balloon unwrapped ok.